Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced recurrence, scar tissue, abdominal pain, scarring, seroma, adhesions, and abscess. Post-operative patient treatment included revision surgery, repair of hernia with mesh, removal of mesh, incision and drainage of seroma, and small bowel resection.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a spigelian hernia. It was reported that after implant, the patient experienced recurrence, scar tissue, abdominal pain, scarring, seroma, adhesions,fluid re-accumulation,yellow fluid and abscess. Post-operative patient treatment included revision surgery, repair of hernia with mesh, removal of mesh, incision and drainage of seroma, and small bowel resection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient alleged surgical revision and recurrence.